Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that unspecified bd¿ catheter leaked, had blood exposure, needlestick injury, safety mechanism failure, damaged product, package seal open, catheter split, and defective packaging. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via post market survey response that there were occurrences of infiltration / extravasation (47), leakage (3), blood stream infections (e.g. Blood stream bacteremia, sepsis) (10), localised IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (20), hematoma (37), clinician exposure to blood (7), needlestick injury - before use on patient (5), safety mechanism did not cover needle / stylet (52), safety mechanism did not activate (22), damage to cannula tubing leading to cannula break off / fragmentation (2), no / reduced flow of IV fluid (45), package seal open before use (1), needlestick injury (unspecified) (1) , split catheter (1), safety system broken (2), and defective packaging (3).